Manufacturer narrative:
(B)(4). Concomitant medical products: 00875401236, it xlpe liner 7 mm offset 36 mm, 63097103, 00877503602, bioloxâ® delta ceramic femoral head, 2875864. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02045.

Event description:
It was reported that the patient's left hip has been revised approximately one year post-implantation due to dislocation, pain, and metallosis. The liner, neck, and head were replaced with a constrained liner. During the most recent surgery, pieces of broken polyethylene were found in the tissue along with black tinged tissue and evidence of metallosis. The polyethylene appeared not to be from the poly liner that was removed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This report is being submitted to relay corrected information. Upon reassessment of the reported event, it was determined to be not reportable as this component did not cause serious injury.